Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sheath tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the tip of the sheath dissolved, and there were residues of the material seen. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned.

Event description:
It was reported that sheath tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the tip of the sheath dissolved, and there were residues of the material seen. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
D2a common device name: corrected the device was returned to boston scientific for analysis. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. An attempt to evaluate the compatibility of the sheath and dilator observed a successful insertion. Under microscopic examination, damage was observed at the distal end of the dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator. To further evaluate the compatibility of the returned sheath and its native dilator, the device and accessory was measured and compared to the design specifications. Based on the data collected during dimensional inspection, the two dimensions were found to be in conformance with the design specifications and correlates to the result of the device-to-device interaction test.